Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that their stimulation was not as effective as when it was first placed. About 3 years post implant they noticed a change in effectiveness. At the time of the report they were getting about 30% pain coverage with stimulation. 3 years post implant they were moving and carrying lots of heavy things. They had a relapse and had to use oral medication with their stimulation to help pain symptoms. The patient was lifting heavy things that they shouldn't have been and since then the stimulation therapy had not been as effective for their pain. This change in symptoms was considered gradual. The patient was indicated for occipital neuralgia.